Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted due to normal depletion and subsequently shut down. Customer's blood glucose (bg) level ranged from 327- "high" and had trace ketones. Customer charged the pump and delivered a correction bolus to address elevated bgs. Customer continued to use the pump for insulin therapy.